Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had received physician advised medical intervention multiple times by phone on (B)(6) 2026 due to hypoglycemia. It was alleged that the omnipod was administering too much insulin. The patient's blood glucose levels declined to 40 mg/dl while wearing the pod for an unspecified duration on their abdomen. Symptoms reported include headache. As treatment, the patient received medical direction to ¿change all the medications ¿and remove the pod, oral carbohydrates were administered. A hard reset was performed to the omnipod 5 controller, which resulted in improved blood glucose levels.